Event description:
It was reported that during tka the trial broke when impacted inside the patient. No delay or injury reported. Back up available.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. A small section of the side of the device fractured off and was returned. The device was heavily damaged with many nicks and gouges, particularly around the fracture site. The device was manufactured in 2013 and exhibits signs of extensive wear/ usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.